Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl. Customer alleged pump was the suspected cause of bg level. Customer required assistance from emergency medical technicians who administered a manual injection to treat customer's bg. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.